Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location; further reported as "possibly be towards the bottom of the bag". This was identified prior to use while the bags were still within the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from june 23, 2020 - june 24, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.